Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The momentary squeeze (ms) pump passed visual inspection and leakage testing. The ms pump did not pass the activation testing. Both cylinders had wear at a fold in the proximal, middle and distal end. Both cylinders passed the leakage testing.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) requested a replace with a tactra. There were no patient harms or allegations reported. Upon analysis of the returned components, the pump did not pass activation tests. There was no additional information provided.